Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The device was unable to be interrogated and it was determined that the device was at end of life. In (B)(6) 2020, it was noted that the remaining longevity was 5 years. Since the device was on advisory, it was suspected that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition and was discharged.